Manufacturer narrative:
Based on additional information received, it was determined that the product 9699-2021-04241 is no longer associated with the reported event. In addition, the previous report indicated the device associated with the event would be returned. However, it was discarded but a box of sterile products with the same lot number were returned for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
<P>please note corrections to b1 and b2.</p><p>;</p><p>this is one of two products associated with this event, but the related report number is&nbsp;9616099-2021-04241.</p>.

Manufacturer narrative:
This device is not available for analysis but sterile products with the same lot number are being returned. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products associated with this event, but the related report number will be submitted in the related report as it is not yet available.

Event description:
A 6f-7f mynxgrip vascular closure device (vcd) used with a 6f avanti sheath was successfully deployed; however, after 2 hours, the holding nurse raised the head of the patient¿s bed to 25 degrees and immediately noted heavy bleeding from the closure site. She held pressure for 15 minutes and achieved good hemostasis. The patient was then admitted for overnight observation with no additional reported issues. It was mentioned that this was a successful deployment following a diagnostic heart cath by a physician (advanced user of the device). The deployment was unremarkable. The patient was not anticoagulated, with low body mass index (bmi) and no excessive bp problems were noted. Post deployment, the tech held the groin for 5 minutes, noted good hemostasis and moved the patient to the gurney for transport to the holding area. The patient laid flat in the holding area for two (2) hours where the holding nurse checked the tagaderm covering the closure site regularly and noted no unusual bleeding. The device was opened in sterile field. It was a diagnostic procedure with no anticoagulants on board. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was unknown but there was no note of unusual stick. There was also no presence of pvd / calcium in the vicinity of the puncture site. Additional procedural details were requested but were unknown. The device and 2 boxes of unused products will be returned for analysis.

Manufacturer narrative:
A 6f-7f mynxgrip vascular closure device (vcd) used with a 6f avanti sheath was successfully deployed; however, after 2 hours, the holding nurse raised the head of the patient¿s bed to 25 degrees and immediately noted heavy bleeding from the closure site. She held pressure for 15 minutes and achieved good hemostasis. The patient was then admitted for overnight observation with no additional reported issues. It was mentioned that this was a successful deployment following a diagnostic heart cath by a physician (advanced user of the device). The deployment was unremarkable. The patient was not anticoagulated, with low body mass index (bmi) and no excessive bp problems were noted. Post deployment, the tech held the groin for 5 minutes, noted good hemostasis and moved the patient to the gurney for transport to the holding area. The patient laid flat in the holding area for two (2) hours where the holding nurse checked the tagaderm covering the closure site regularly and noted no unusual bleeding. The device was opened in sterile field. It was a diagnostic procedure with no anticoagulants on board. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was unknown but there was no note of unusual stick. There was also no presence of pvd / calcium in the vicinity of the puncture site. Additional procedural details were requested but were unknown. 138841-1 the product was not returned for analysis. 10 unused closure devices were returned for investigation in original sealed package, but not in a controlled temperature condition. Two devices were randomly sampled for deployment testing. Per visual analysis, the packaging cases of the devices were intact, no cracks or damages were observed. All device components: balloon catheter, shuttle, and syringe were in their position in the trays. Per functional analysis, the balloon of the returned devices were inflated, and pressure was maintained. The shuttle down procedure was simulated, and the advancer tubes were observed properly engaged to the proximal tamp locks. The sampled devices performed as intended per the mynxgrip IFU. A product history record (phr) review of lot f2033902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿haemorrhage¿ could not be confirmed as the products were not returned for analysis. The sterile returned devices preformed as intended per the IFU. The exact cause of the reported event could not be conclusively determined. Access site hemorrhage after a catheterization procedure are known complications and is listed in the product¿s instructions for use (IFU) as such. Haemorrhage is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.